Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump had a low pitch "hummm" and then the keypad locked. Customer stated that she was able to input time and date, then the device will freeze. Customer reported if the battery stayed in the device it will make a real load "hummm". Customer¿s blood glucose was 176 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage on the keypad assembly or no frozen screen noted. Inspected the connector on the lcd and no unlock keypad connector found. The device passed the displacement test and self test. The unit was monitored and did function properly. No audio/beep anomaly and no constant tone during testing were observed. The insulin pump was received with cracked battery tube threads.